Event description:
This incident was reported to the manufacturer by the user through legal representation; therefore, only limited information has been made available for evaluation. It was reported that the user was a new contact lens wearer. On (B)(6) 2025, the user began experiencing painful irritation in the left eye while wearing contact lenses. The user alleges that the ocular irritation resulted in temporary blindness. According to the report, this event occurred while the user was operating a motor vehicle. The user further alleges that the temporary loss of vision contributed to a motor vehicle accident in which they sustained severe lacerations to the left forearm and a torn left rotator cuff. This incident is being reported out of an abundance of caution due to the allegation of temporary blindness and because the severity, medical treatment, and outcome of the reported torn rotator cuff remain unknown. Such an injury may require medical intervention, including surgery, to prevent or mitigate permanent impairment. Additional investigation and follow up reporting will be completed if further information becomes available.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.